Manufacturer narrative:
The stellaris unit was inspected on site by a field service engineer. The engineer was unable to duplicate system power failure after letting the system run for 1.5 hours. The power cord was replaced as a precaution and the annual preventative maintenance performed.

Event description:
The user facility reported the stellaris system shut down unexpectedly during surgery. There was no medical intervention required. ((B)(4)).

Manufacturer narrative:
The DHR has been reviewed and there are no anomalies. The scat document #(B)(4) rev b meets specifications. The lot history, trend analysis, risk analysis and/or directions for use were reviewed and considered acceptable, with the product performing within anticipated rates. The investigation is complete.